Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product identified there was one loose particulate of debris; approximately 0.8 sq. Mm., within the seal package of 1 of the blades ¿ not within acceptable criteria. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that the products were found to be nonconforming. Event occurred outside surgery during inspection on (B)(6) 2023. There was no reported patient involvement, harm, or delay. Due diligence is complete, no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Once product evaluation is complete, a supplemental/final report will be filed. E1 phone: (B)(6); g2: japan.